Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a backup battery fault occurred. The system controller was replaced.

Event description:
It was additionally reported that log files were submitted for review. The event log file recorded a backup battery fault event on 29mar2025. This event appeared to have occurred after the system controller attempted a load test.

Manufacturer narrative:
Section b5: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
E3 - other occupation: corrected. G2 - report source: corrected. H6 - medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file. The log file captured a backup battery fault alarm correlating to a load test condition on (B)(6) 2025; however, the onset of the alarm was not captured. The alarm remained active throughout the data, and the controller was observed to have been exchanged at the end of the log file to resolve the alarm. No other notable events were observed, and the pump operated as intended throughout the data. The returned system controller (serial number (B)(6)) was functionally tested and performed as intended throughout all testing. Load tests were initiated after extended testing of the controller and battery was performed, and atypical alarms were unable to be reproduced. The root cause of the reported event was unable to be conclusively determined through this analysis, and a corrective action was initiated in order to further investigate the issue. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.